Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an 810:11 alarm was confirmed but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. Service performed air in line calibration verification and found all readings within specifications, therefore no further action needed. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported to baxter a colleague infusion pump that experienced failure code 810:11. This condition had the potential to interrupt delivery. This event occurred upon power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.